Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Contact changed out the pump supplies. Contact reported insulin was not exiting the cartridge pigtail. After changing the supplies, the occlusion reoccurred. Customer's blood glucose (bg) was 576 mg/dl with a trace of ketones and insulin injection was administered to address bg. Although multiple attempts were made by tandem technical support to obtain method of backup therapy, customer did not reply.